Manufacturer narrative:
Visual inspection results: the autopulse platform (B)(4) was returned to manufacturer for analysis. Visual inspection of the returned platform shows no damage to the platform. Functional inspection results: functional testing was performed with passing results after the fault was cleared. Archive review results: a review of the archive was performed and the reported complaint of the platform displaying user advisory 20 (position out of range) was confirmed. The archive data shows that (ua)20 faults occurred on (B)(6) 14, rather than on the reported event date of (B)(6) 2014. The archive shows that no sessions were performed between (B)(6) 2014. It was observed that the drive shaft was not at the "home" position, therefore the drive shaft was rotated back to the "home" position to clear the fault. Battery management assessment: in assessing for battery management issues, no issues were observed. Conclusion: in summary, the reported complaint of ua20 fault occurring was confirmed to be due to the drive shaft not being at the "home" position.

Event description:
Complainant alleged that during a shift check, when autopulse platform was powered on, it displayed a user advisory (ua 20) (position out of range) message. There was no report of any patient involvement. No further details were provided.